Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported the downstream occlusion (dso) sensor was alarming. There was unknown patient involvement.

Manufacturer narrative:
H2) additional information: a1-a2 and a4-a6 updated. B5: additional information was received that reported there was no patient involvement. B6-b7 updated. H2) device evaluation: d3 manufacturing plant address, city, and zip code updated. D9 date returned to manufacturer: 1/21/2025. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The standard cassette was attached to the pump for testing downstream occlusion, and the pump passed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The pump passed all functional tests and performed as intended, and the manufacturer representative preventatively replaced the downstream occlusion (dso) sensor.